Event description:
A journal article was received entitled: radiographic outcomes of intertrochanteric hip fractures treated with the trochanteric fixation nail; gardner mj, briggs sm, kopjar b, helfet dl, lorich dg; injury. 2007 oct; 38(10):1189-96. Reportedly: a retrospective study of 97 patients, mean age of 77.9 years, with stable and unstable intertrochanteric hip fracture, who were treated with a trochanteric fixation nail using a helical blade. Six patients with unstable fracture patterns were reported to have developed complications: four patients experienced blade penetration through the subchondral bone; one patient with nonunion required three revisions; and a (B)(6) male experienced reverse migration of the helical blade through the femoral head into the acetabulum which required a total hip arthroplasty. Eighteen months postoperatively, the patient walked without a limp and had 0-100 degree hip motion. The authors reported these complications could be attributed to technical error. Products reported were synthes devices. A copy of the journal article is being submitted with this medwatch. This report is for a helical blade. This is 1 of 4 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.